Manufacturer narrative:
One cadd solis vip pump was retuned for analysis in good condition. The customer's stated problem was verified. The pump was inspected a cassette was attached onto the device, it alarming "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the cause of the issue. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an error . The error reads that the cassette is loaded wrong. The operator replaced the cassette multiple times but is questioning if the sensor for the cassette has malfunctioned. There were no injuries or adverse events reported.

Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
H2: see a1, b5, h6 (patient code).